Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The hcp was not informed of the heating during the MRI. It was unknown what troubleshooting was performed. It was unknown what actions/interventions were taken to resolve the heating during the MRI. It was stated that the issue had been resolved. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for stroke and intractable spasticity. It was reported that the hcp was reading a note in their system that the patient had an MRI back in (B)(6) 2017 and the exam had to be stopped because of heating. They didn't finish the exam because of the heating. The hcp did not have any more details regarding the event. It was considered a sudden change in therapy/symptoms. There were no further complications reported or anticipated.